Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit had an autofill failure issue. No patient harm or injury reported.

Manufacturer narrative:
Updated fields: b4, b5, b6, b7, d9, d10, e3, g3, g6, h2, h3, h6(type of investigation, investigation findings, impact code, conclusion), h11 a getinge field service engineer (fse) was not dispatched to evaluate or repair the unit, and getinge involvement was limited to activities documented in the service order. No failed components were returned to getinge for evaluation.

Event description:
It was reported by customer that the cardiosave intra aortic balloon pump(iabp) had an autofill failure issue. There was no patient involved.